Event description:
The account stated the head down actuator function is intermittent. The account has switched the head and knee positions at the control box and verified the actuator would raise and lower as it should. The account isolated the lockout box and found the functions were not working. Technical support instructed the account to repair the control box.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.